Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they received emergency medical assistance due to inaccurate sensors on an unknown date with an unknown blood glucose level. The customer reported emergency medical services being called for severe hypoglycemia. No further details were provided. The insulin pump will not be returned for analysis.